Event description:
A cart alarm 20 was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pump as a backup therapy until the replacement arrived.